Event description:
A head nurse at the site called to report that the suspect device was used to check the patient's prothombin time. A result of 2.4 inr was obtained on the suspect device in the morning. The same day, in the evening, the patient was presented to the ER and admitted for a gi bleed. Their inr per the hospital was 5.0. The suspect device was replaced with new product then authorized for return to the manufacturer for evaluation.